Manufacturer narrative:
Download data of the device showed that the device emitted an 0x14 alarm during operation with 173 total pulses delivered. Additionally, upon inspection, the soft cannula was discovered to have a tear in its exposed portion, resulting in a leaking fluid path. This resulted in the device being unable to deliver insulin through the fluid path. Additionally, high pulse width's were discovered in the data. No other problems notes. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose levels reached 267 mg/dl while wearing the pod between 1 and 4 hours. Patient was delivering a bolus when an occlusion alarm occurred; this resulted in only 4 of the 8 unit bolus being delivered.